Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a safety valve open message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21cfr803. Section b5 updated section d9 updated due to device evaluation section h6 device codes corrected (annex a) remove a1408 and add a1409 section h6 evaluation codes were updated due to device evaluation and ventilator log review: method code (annex b) remove b17 and add b01 and b24 result code (annex c) remove c20 and add c13 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this 980 ventilator generated a safety valve open message. The device was available for evaluation. A review of the logs indicates that the device had an occlusion. There was no malfunction leading to a loss of ventilation. The service personnel (sp) inspected the ventilator and found occlusions and circuit disconnects in the logs only. The sp performed the extended self test (est) and the short self test (sst) using own filter and patient circuit. The ventilator passed all the calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was the occlusion alarms, as the safety valve is opened periodically as part of the ventilator's response to that alarm. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that while in use on a patient, these 980 ventilators generated a safety valve open message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. A review of the logs indicate that the device had an occlusion. There was no malfunction leading to a loss of ventilation.